Event description:
The customer reported the device fails to power up during pt transport.

Manufacturer narrative:
(B)(4): the customer reported the device fails to power up during pt transport. There was no reported adverse pt impact. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.